Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump history was inaccurate. During troubleshooting with tandem technical support, the customer entered a false low, target, and high blood glucose (bg) value and verified all recorded in the pump history. Cts explained to the customer that the blood sugars must be entered in properly and bolus sequence must be properly exited for the pump to register the bg information in the pump history. There was no reported impact to customer's bg level.